Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was being inserted via the right femoral artery into the sheath. The iab stuck in the sheath and iab and sheath were removed together. There were no reported pt complications or injuries. It is unk if there was delay in therapy. The pt outcome is noted as "good." Reference MDR #12198562011-00027 for the second event involving the same pt.